Manufacturer narrative:
(B)(4). Device evaluation: one used 16 gauge 65 centimeter dual-lumen PICC line was returned for evaluation. During visual examination it was noted the catheter was damaged approximately 3/4 inch distal to the bifurcation. The damage consists of a rupture one of the lumens, the catheter material appears stretched as if the catheter wall has ballooned and ruptured. This kind of damge is consistent with over-pressurization. The ruptured lumen is occluded with a material consist with dried blood distal to the rupture and the catheter is pt proximal to the rupture. As per direction received from the FDA on 12/09/1999;

Event description:
(B)(4).